Event description:
It was reported that the patient experienced hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 22.2 mmol/L (399.6 mg/dL) while wearing the Pod between 5 and 24 hours. The Pod reportedly fell off the infusion site (arm) while asleep, causing the cannula to dislodge. Symptoms reported include cognitive changes, vomiting and fatigue. The patient contacted NHS 111 and (b)(6) Hospital on (b)(6) 2026, but was unable to recall the name of the healthcare provider they spoke with. The patient was advised to stay hydrated, monitor their blood glucose levels, and seek medical attention if symptoms persisted. The telephone consultation lasted approximately 15 minutes. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.